Event description:
It was reported that the customer had a no delivery alarm and high blood glucose levels. Customer changed the infusion set and restarted it both times and the blood glucose level went from 8 mmol/l to 30 mmol/l in about 3 hours. Customer was told to call a diabetes doctor. Customer's blood glucose level is 29.5 mmol/l during the time of the initial no delivery alarm. Customer's most recent recording is 16.1 mmol/l. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the reservoir for analysis. Customer used manual injection to treat. Customer ran a manual prime and the insulin exited the tubing. Pump settings were reviewed and were correct. No delivery alarms were found in the alarm history. Customer does not have a tubing clamp. Customer will call back to continue troubleshooting when they receive a tubing clamp. Pump will be returned for analysis. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.